Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection (lar) procedure, the first device plastic portion disengage and was loose from the jaw. They replaced the device but the latter also revealed the same problem and the scrub nurse had corrected it by putting the loose part in place and the procedure was completed. There were no issues with sealing and no alarm from the generator. There was no patient injury.